Event description:
I used fixodent from 1980 - may until now. I began having tingling and numbness. Numbness and tingling are ongoing. Dose or amount: denture cream. Frequency: once daily. Route: oral. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped or dose reduced: no. Event reappeared after reintroduction: no.